Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 220 units of insulin during the load sequence. The customer's blood glucose level was 129 mg/dl. Trouble shooting with tandem technical support was not able to be completed; therefore no additional information was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.